Event description:
User facility reported an uneventful novasure endometrial ablation was performed on (B) (6) 2010. The following week, the patient reported abdominal pain. The patient was admitted and a hysterectomy and bowel resection was performed. On (B) (6) 2010, it was reported a hysteroscopy before and after novasure were normal. Additional information was received on (B) (6) 2010. Reportedly, the patient previously had a "tiny perforation at the fundus" following a "laparoscopic sterilization and attempted novasure procedure" that was performed several months prior (exact date unk). When the patient was admitted after the novasure procedure on (B) (6) 2010, "a CT [computed tomography] scan found free gas in the [abdominal] cavity suggestive of a bowel perforation. At laparotomy, a small perforation was confirmed. The uterus showed two white patchy areas (one on each cornu) and a small fully healed scar at the fundus." We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date is not known. Serial number of the rfc not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant; therefore, the manufacture date is not known. If additional relevant information is received, a supplemental medwatch will be filed. (B) (4).